Event description:
A zoll dist returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged ECG c & d cable. The cable was pulled from the strain relief, pulling j704 from the board. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.